Event description:
It was reported that the patient complained about far vision after intraocular lens (iol) implantation. They targeted emmetropia for iol power, but post-operative refraction is sph -0.75 cyl-0.5 which resulted in a myopic refraction. Patient has blurry vision. As the patient complained daily about driving their car due to far vision, the doctor explanted the lens and replace it with a competitor iol. The patient¿s far vision was provided as being over 1.0 after the explant. Vision pre-operative: far 0.8 and near j4 (decimal). Vision post-operative: far 1.0 and near j2. No further information was provided.

Manufacturer narrative:
Patient information cannot be provided due to personal data privacy legislation/policy. Date of event: unknown/not provided. The best estimate is between (B)(6) 2022. Initial reporter email address: unknown/not provided, as information was asked but not provided. Initial reporter telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.